Manufacturer narrative:
The visual inspection was performed by a repair service ICU technician who attempted to duplicate the reported issue. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a contamination / liquid intrusion caused by physical damage. The technician identified an issue with blank display, unresponsive keypad, defective ce board, cracked rear case and mechanism.

Event description:
The event involved a plum 360 infusion pump. The reporter stated the pump device was melting, sparking, charring to the power cord due to liquid intrusion. There was no patient involvement and there was no patient harm.